Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction with cpx4 with suture tabs tall height smooth expander experienced right sided deflation post procedure. There was a visible tear at the port seam. As a result, replacement with a 450cc mentor memorygel breast implant was performed on (B)(6) 2020.

Manufacturer narrative:
On november 16, 2020 mentor became aware that it erroneously placed the incorrect value in (common device name) of the initial report submitted on november 11, 2020. The correct value has been populated in this report. (B)(4).